Manufacturer narrative:
Manufacturer's ref. No: (B)(4). No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following complications were reported in this publication: it was reported that 1 patient underwent catheter ablation of atrial fibrillation and suffered chest pain . Intervention was that the patient was started on intravenous nitroglycerin and diltiazem was given to prevent coronary vasospasm. There are 0 death events and 0 device malfunctions reported in this publication. Model and catalog number are not available, but the suspected device is lasso. Other biosense webster devices that were also used in this study: none non-biosense webster devices that were also used in this study: japan lifeline co catheter publication details title: vasospastic angina shortly after left atrial catheter ablation for atrial fibrillation. Objective: this article describes two cases of vasospastic angina occurring shortly after la catheter ablation that may be caused by impairment of the autonomic nerve system or by indirect thermal trauma from radiofrequency (rf) energy applications near the coronary artery. Methods: review of 2 case reports.